Event description:
Imprecision reported on 1 pt using 2 meters and 2 strip lots. Result on this lot and meter= 1.9 compared to results from second lot: inr=1.4 and 2.3.

Manufacturer narrative:
Investigation pending.